Manufacturer narrative:
(B)(4). It was reported that the controller would get hot when the patient closes the shoulder pack. The shoulder pack, (B)(4), was returned for evaluation. The controller, (B)(4), was not returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned shoulder pack revealed that the device passed visual inspection and functional testing; the shoulder pack was able to safely store and carry the system. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the controller could not be performed since the unit in was not available. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited to, environmental factors and/or a controller malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual warn the user to not operate the controller in temperatures less than -20 c (-4 f) or greater than 50 c (122 f) or the controller may fail. In addition, the IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The patient manual also instructs the user to call their doctor immediately if they notice a sudden change in how the pump works, feels or sounds (even if there is no alarm). The patient shoulder pack is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. IFU and patient manual caution the user to use only manufacturer supplied components with their system. Users are instructed that the shoulder pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warned to not use a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged component to the manufacturer. Additional system component being reported for this event: 1203950 (shoulder pack)-cat log- 2060us, exp date-09-30-2017, return date-04-21-2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient's controller felt hot when she closes her shoulder pack. The event was not associated with any controller alarms. The shoulder pack and controller were exchanged with resolution of the event and no patient consequence.